Event description:
Medtronic received information through inspire study that site reported residual aneurysms (raymond roy class 3) that were noted in imaging performed during the 180-day follow-up and 1 year follow-up visit post index procedure. No improvement from class 3 raymond roy noted immediately post deployment. There are currently no plans to retreat. An 1: the patient underwent embolization treatment of saccular aneurysm was located in the sidewall of the left internal carotid artery measuring 8mmx6mm8mmx6mm(neck), parent artery diameter distal to aneurysm: 4.7 mm, parent artery diameter proximal to aneurysm: 4.2 mm. This aneurysm treated with one pipeline flex with shield technology. An: 2 the patient underwent embolization treatment of right saccular middle cerebral artery bifurcation branch measuring 10.5mmx10.5mmx4.0mm, neck 6.0mm landing zone distal 2.3mm proximal 2.9mm treated with one pipeline flex with shield technology. Aneurysm 1: parent artery stenosis 0-25% aneurysm 2: parent artery stenosis >50-75%. Patient (B)(6) from the inspire study was reported to have experienced ae0 pipeline device stenosis. 75% stenosis at the distal portion of the device in rmca. Assessed by sponsor to be related to study device. The site updated the event of stenosis as "recovered/resolved". In this case, the device opened but required the use of a guidewire to enhance or achieve improved device-wall apposition. The deployment procedure was completed with routine troubleshooting. Risk of serious injury or death is remote. Not reportable. Received additional information stating that site reported residual aneurysms (raymond roy class 3) in aneurysm #2. This was noted in dsa imaging performed on (B)(6) 2019 during 2 year follow-up visit post index procedure. No action has been taken place. Additional information received indicated the class 3 aneurysm non-occlusion was treated. Additional information received reported for aneurysm # 2: at right middle cerebral bifurcation corelab reported neck coverage not achieved and >25 to <)>50% stenosis at the 180-day follow-up imaging on (B)(6) 2018. Corelab reported neck coverage not achieved, occlusion status raymond <(&)> roy (r<>r) class 3, and >25 to >50% stenosis at the 1-yr follow-up imaging on (B)(6) 2018. However, corelab reported neck coverage achieved, r<(>&<)>r class 1, and >25 to <50% stenosis at 2-year follow-up visit on (B)(6) 2019. For aneurysm #1: site reported neck coverage achieved and >50-75% stenosis at the 180-day follow-up imaging on (B)(6) 2018. Site reported neck coverage achieved and r<(&)>r class 3 at 1-yr follow-up visit on (B)(6) 2018. Site has been queried for corelab finding of neck coverage not achieved and I shall provide the site response as an update. Additional information received reported the patient was recovered/outcome resolved on (B)(6) 2019. Site has denied corelab finding of incomplete neck coverage at the 180-day follow-up visit on (B)(6) 2018 and 1-yr follow up visit on (B)(6) 2019 with response ¿confirmed as complete.¿

Manufacturer narrative:
Pertains to rr#: 2029214-2022-00578. The event is reported at this time based on additional information received which triggered reassessment. The pipeline flex with shield device was not marketed in the us at the time of the event and did not meet criteria for reporting. The device has since been approved as marketed in the us. If information is provided in the future, a supplemental report will be issued.